Event description:
Complainant alleged that during a routine shift check by a clincian, the device intermittently initiates charges when powered on in defibrillation mode. There was no pt involvement during the reported malfunction.